Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found the e-tubing broke and slight blood leaking on a bd saf-t-intima¿ integrated safety catheter system during the second day of infusion. There was no exposure, injury or medical intervention reported.

Manufacturer narrative:
One used unit was received for evaluation. It was microscopically inspected and bd confirmed the presence of a cut in the extension tubing, which allowed the reported leakage to occur. The reported defect was confirmed in sample received; however, based on sample evaluation and considering the damage in the pvc extension, we cannot confirm or associate the defects to manufacturing process because, these defects are not common in our process. Clamp slide did not show sharp or flash within that could cause the reported defect. With this same clamp slide we try to reproduce this defect clamped in many times. No damages was found only marks. This product is made manually and during the assembly, we do not use sharp objects. Raw material was reviewed by tubing damaged, no damage was found. (B)(4) show the procedures used to assemble this product. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6302606. Based on investigation results to date, root cause for manufacturing process cannot be determined; since, we cannot reproduce the reported defect.